Event description:
It was reported that the customer had a physical damaged on insulin pump. The customer's blood glucose level was unknown mg/dl. Their is a crack on the corner screen and top casing of the insulin pump. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised to return the insulin pump and will be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.